Manufacturer narrative:
Device evaluation summary: during analysis of the sample was found ruptured and received in two (2) parts. Shell abrasion was found in the edges of the tear. No other anomalies were discovered. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). Mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) female patient underwent revision breast augmentation with a 400cc mentor memorygel breast implant on the left and with 375cc mentor memorygel breast implant on the right and was presented with left side breast implant rupture, and generalized illness (hair breakage and loss, joint & tendon pain, itchy skin). As a result, the patient underwent removal and replacement with mentor memorygel breast implants 360cc, catalog number 3507360mc, serial number (B)(4)(l), and serial number (B)(4)(r) on (B)(6) 2019. This report is for the patient¿s left-sided device. This report contains supplemental information for mentor psr reference number (B)(4).